Event description:
A female patient reported experiencing a possible "eye infection" (unconfirmed) with "divots", abrasions, and inflammation on her cornea after use complete moistureplus multi-purpose solution with her extended-wear lenses. After experiencing "yellow gunk" in her eyes with blurry vision in 2006, she discontinued lens wear and used her grandson's antibiotic eye drops. She resumed lens wear on nov 28th with a new pair of lenses and a new bottle of renu multi-plus. By a week later, her eyes were red, painful, and she "could not see". An optometrist reportedly gave her treatment (type unknown), but it did not help, so she went to an emergency room where she was treated with zymar antibiotic eye drops and a "polysporin" medication. The following month, her family doctor reportedly gave her treatment (type unknown) and referred her to a local teaching hospital where she met with three ophthalmologists, including a corneal specialist who treated her with zylet antibiotic/steroid eye drops. According to the patient's report, the ophthalmologists were still trying to diagnose the patient's condition. Reportedly, they thought that possibly the condition see experienced while using complete moistureplus had not cleared up, and it became worse when she resumed lens wear with renu multi-plus. Reportedly, they said it was possibly a bacterial infection. No further information received despite 3 follow-up attempts to the patient. Root cause is unknown.

Manufacturer narrative:
Batch record review of the reported lot was performed and no deviations were noted. Chemistry and microbiological testing on a retained unit was performed; results indicate that the product as released from the manufacturer was sterile and within specification.